Event description:
It was reported by the customer that before use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had an error of not calibrating fiber optics. There was no patient involved reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.